Manufacturer narrative:
UDI: (B)(4). The reporter¿s phone number was not provided. Device evaluation: this device was returned for evaluation. A visual and functional assessment was performed which determined that the device passed all pretest assessments and no failure was identified. It was determined that the device was working correctly. Therefore, the reported condition was not confirmed, and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that after fifteen seconds of the battery oscillator device working, it stopped, and then there was a squeak from the engine. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. It was reported that the procedure was completed as intended. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.